Manufacturer narrative:
Not a complaint - additional information received confirmed that there was no issue with the product and stated the following: the issue was related to the UDI in a human-readable format and the customer concluded: "the absence of risk for the patient was confirmed since the traceability of the product was effectively maintained. In fact, all information regarding the device is clearly legible on the labeling: product reference, gtin, batch number, serial number, date of manufacture as well as standardized labeling symbols."

Event description:
Not a complaint - additional information received confirmed that there was no issue with the product and stated the following: the issue was related to the UDI in a human-readable format and the customer concluded: "the absence of risk for the patient was confirmed since the traceability of the product was effectively maintained. In fact, all information regarding the device is clearly legible on the labeling: product reference, gtin, batch number, serial number, date of manufacture as well as standardized labeling symbols."

Event description:
There was a problem encountered: the barcode identifier is not standardized: non-compliance with the syntax of gs1, hibc standards.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.